Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user did not read the instruction manual carefully, and that the user's mistake in managing the replacement of the disinfectant solution caused the problem. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: "chapter 3 inspection before use, 3.10 checking the disinfectant solution concentration level, prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Chapter 7 routine maintenance, 7.12 replacing the disinfectant solution, when the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), an expired high-level disinfectant (lcg) was used with the endoscope reprocessor. There was no harm or user injury reported due to the event. Additional information is requested regarding the event, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The doctor at the facility indicated, the oer-pro was in storage for some time. And a 3rd party was hired to get the oer back up and running. The fse noticed, that the disinfectant lcg was 42 days old, with 4 cycles ran. It was noted, one of the cycles was run with expired aceicide. The fse explained to the doctor, chemical was a 5-day. Chemical and could not be used after 5 days passed. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.